Event description:
Customer reported she changed out the sensor. She then tried to input blood glucose level into the insulin pump and failed. The device instructed customer to change sensor and try again. Customer did not change sensor and wanted to know if she attempted to input blood glucose will it fail again. Customer disconnected call, no troubleshooting performed or blood glucose provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.